Manufacturer narrative:
The customer facility name and contact information were not available. The device was not returned to allow analysis to be performed. If new information is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
Customer reported "the baby needed CPAP to assist with his ventilation. The pulse oximeter was placed and we were unable to get an accurate saturation until after 7 minutes of resuscitation. Ongoing history with malfunctions of the rad-57 - rad-87."